Event description:
Nurse noticed at 1130 feed from 9am was still "running" and noted that no formula was coming out of tube. No error was alarming on pump, appeared to be running as normal but no formula was being dispensed from bag.